Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay, cracked case (battery tube), stained keypad overlay, cracked case, battery tube threads cracked, cracked case-corner of belt clip rails and label damage(end cap address label peeling) during the visual inspection. Thus was utilized and downloaded trace/history files properly. Confirmed insulin pump alarm insulin flow blocked alarm on (B)(6) 2022 at 05:47:38.000 during bolus in insulin pump downloaded history. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0860. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic stack and motor assembly noted. In summary, the insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. Insulin flow blocked alarm was not confirmed during testing. Moisture damage confirmed on the electronic stack and motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received infusion flow block alarm. Customer also experienced hyperglycemia. No harm requiring medical intervention was reported. The device will be returned for analysis.